Event description:
The customer contact reported the device did not deliver a dose when the pt pendant was pressed. The customer contact reported during testing prior to pt use, the nurse noted that the button on the pt pendant would "get stuck inside when pressed, no beep, no acknowledgement." The pt pendant was replaced and the therapy was initiated using the same pump. During testing at the user facility, the pendant was placed on another pump and the pump did not deliver a dose when the pt pendant was pressed. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel (B)(4).